Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -14.5/1.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted as a replacement lens. It was reporter that it resolved the problem but for status of the eye (signs/symptoms) dryness and floaters were reported. For patients current condition it was reported that the eye is s/p icl and doing well, no intervention was necessary and it has improved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).